Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when performing the first resection of the stomach pouch in a laparoscopic gastric bypass, the surgeon was able to press the green button but the stapler did not fire. It was stated that the trigger was locked. A new device was opened to complete the case. There was no patient injury.